Event description:
It was reported that during a tibia nailing procedure, while the surgeon was reaming, the reamer head got caught on a schantz screw. The head separated from the shaft, which destroyed the reamer shaft tip. All pieces were retrieved from the canal and there were no issues to the patient. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s)listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original aware date 12/02/2011. New information received on 08/16/2013.